Event description:
One endeavor sprint stent was used to treat a lesion in the mid rca. Two months from index procedure, the patient was hospitalized with complaints of chest tightness, shortness of breath and upper respiratory symptoms. The patient also presented with anemia. The site reported a bleeding event. Two units of prbc's were transfused. An egd and colonoscopy performed on revealed a small anal fissure and otherwise normal exam. The gi procedure report noted the patient anemia was most likely secondary to chronic renal failure and the hemoccult positive stool was related to the anal fissure and recommended a repeat test. The patient was discharged two weeks later.

Manufacturer narrative:
(B)(4), conclusion: (gi bleed).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported approximately 23 months post index procedure the patient is reported to have expired. The cause of death was kidney failure. The death event was not assessed for relatedness with device.